Event description:
A 4.0 mm x 30 mm endeavor sprint rx drug-eluting coronary stent delivery system was inserted into pt for the treatment of an rca lesion. The lesion morphology was moderately tortuous and moderately calcified with 80% stenosis. The lesion was pre-dilated. It was reported that the stent caught in the femoral artery and dislodged. The device was removed from the pt with a snare. The pt is reported to be stable. Evaluation summary: medtronic has received the device and its analysis has been completed. The stent segments on both ends of the stent were severely damaged. The mid stent segments were flattened and deformed. The severely deformed stent was returned off the balloon. Due to the damage noted to the stent it was not possible to record the stent od's. There was clear evidence of crimp/brake impressions on the balloon working length. It is unclear from additional info received if the protective sheath was present on the device after removal from the hoop and if the stent was inspected prior to use. The info received suggests that the stent delivery system guide wire lumen was flushed with saline as per the endeavor sprint instructions for use and the device inspected post flushing; however, this cannot be confirmed. Clarification has been requested from the field in relation to some of the answers received. It was however confirmed that the lesion had been pre-dilated and that approx 40% stenosis remained at the lesion site post pre-dilation. No resistance was noted when loading the device onto the guide wire, through the guide catheter and across the lesion.

Manufacturer narrative:
Other, secondary intervention.